Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose level. The customer had blood glucose level of 478 mg/dl and treated with manual injection. The customer also had blood glucose level of 435 mg/dl. The insulin pump will not be returned for analysis.